Event description:
It was reported from a medical professional at a hospital that the patient was there due to having frequent seizures. She also mentioned that the patient usually only has about 3 seizures a month and he has had 12 since (B)(6) 2019. No additional information has been received to date.

Event description:
New information received stated that the patient and caretaker state his seizures did not increase.

Event description:
Information was received that the patient was not doing well as he has had kidney issues. The patient has several other conditions unrelated to vns including severe anemic, diabetes and has clotting issues. No additional information has been received to date.